Manufacturer narrative:
The device had a missing retainer. We were unable to perform the displacement test and occlusion test due to missing retainer. The device passed the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test and force sensor test. No stuck button alarm noted. The device responded properly to button presses. No unresponsive buttons noted. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. The device also had a missing reservoir tube o-ring, minor scratched display window, damaged display window cover, scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was unresponsive after falling. Customer's blood glucose was unknown. Insulin pump would be replaced.